Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s spouse that a fluid leak was discovered during fill one phase of a pd treatment. There was fluid noted leaking from a hole in a tube coming from the cassette inside the cassette door. Fluid was leaking from the cassette chamber and there was fluid on the black pumps. The patient¿s spouse wiped the fluid from the chamber and continued to use the cycler. Six days after the fluid leak event, the patient and patient¿s spouse were at a visit with pd registered nurse (rn) and it was mentioned to the pdrn that a fluid leak had occurred six days ago, yet the cycler had continued to be used. The pdrn prescribed prophylactic antibiotics and advised the patient to call technical services immediately. The patient¿s spouse was advised by technical services to discontinue the use of their cycler and to inform the pdrn that a new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event, other than the prophylactic antibiotics prescribed. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction: h.6. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed.the 3rd party tracking number was verified and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s spouse that a fluid leak was discovered during fill one phase of a pd treatment. There was fluid noted leaking from a hole in a tube coming from the cassette inside the cassette door. Fluid was leaking from the cassette chamber and there was fluid on the black pumps. The patient¿s spouse wiped the fluid from the chamber and continued to use the cycler. Six days after the fluid leak event, the patient and patient¿s spouse were at a visit with pd registered nurse (rn) and it was mentioned to the pdrn that a fluid leak had occurred six days ago, yet the cycler had continued to be used. The pdrn prescribed prophylactic antibiotics and advised the patient to call technical services immediately. The patient¿s spouse was advised by technical services to discontinue the use of their cycler and to inform the pdrn that a new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event, other than the prophylactic antibiotics prescribed. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s spouse that a fluid leak was discovered during fill one phase of a pd treatment. There was fluid noted leaking from a hole in a tube coming from the cassette inside the cassette door. Fluid was leaking from the cassette chamber and there was fluid on the black pumps. The patient¿s spouse wiped the fluid from the chamber and continued to use the cycler. Six days after the fluid leak event, the patient and patient¿s spouse were at a visit with pd registered nurse (rn) and it was mentioned to the pdrn that a fluid leak had occurred six days ago, yet the cycler had continued to be used. The pdrn prescribed prophylactic antibiotics and advised the patient to call technical services immediately. The patient¿s spouse was advised by technical services to discontinue the use of their cycler and to inform the pdrn that a new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event, other than the prophylactic antibiotics prescribed. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.